Event description:
It was reported that the system monitor screen would freeze at times. The system monitor was no longer serviceable and was an obsolete product. The customer planned on obtaining a patient cable and system controller to try to do some troubleshooting.

Manufacturer narrative:
Section a: patient information was not provided. Section e1: reporter email was not available manufacturer's investigation conclusion: the reported event of a frozen system monitor was unable to be confirmed. The system monitor, serial (B)(6), was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event was not conclusively determined through this analysis. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 4: ¿system monitor¿ explains how to properly interpret and troubleshoot system monitor communication issues and error messages. Heartmate 3 instructions for use section 4: ¿system monitor¿ and heartmate 3 patient handbook section 6: ¿caring for the equipment¿ explain how to properly handle the monitor to prevent damage. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08may2024. No further information was provided. The manufacturer is closing the file on this event.